Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the transmission showed a patient alert for ventricular fibrillation detection off. Parameter settings showed that detection and all therapies were on. The patient had detection turned off during an ablation on the date stamp of the alert. The patient will be brought in to interrogate the device to clear the alert. The device remains in use. No patient complications have been reported as a result of this event.